Event description:
Complaint rec'd reporting problems with use of custom b33206 12" smallbore quadfuse ext sets .2 micron filters found to be cracked/damaged resulting in tpn/fluid leakage. The devices were mated/in use with b braun pump sets. It was reported that "the .22 filter was leaking, causing the fluids to infuse into the bed and not the pt-this has caused instances where the pt become hypoglycemic-they must give boluses of d10 to bring the pt back up with normal range. MFR investigation: one (1) used b33206 set was returned for analysis and investigation. Visual and functional testing confirmed leakage originating from two longitudinal cracks along the female luer of the filter. The engineering analysis report notes the luer appears to have been subjected to some type of unintended force and/or over-tightened. Corrective actions: a configuration change to this custom set to have the filter attached in line instead of at the end of the set was made. Facility clinicians were provided samples of this configuration for review, approval and training. Current build reflects this configuration.